Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the device not working when lying or sitting were unknown. The steps taken to resolve the device not working when lying or sitting and not getting relief was to have the manufacturer representative demonstrate the method to correct the problem which resolved the problem. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not getting relief, and he needs to have his device reprogrammed. The patient reported that the device only works when he is standing up, but the device doesn¿t work when he is laying down or sitting. This had started occurring about 6-7 months prior to the report, confirmed as 2017. There were no further complications reported.